Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 37 mg/dl and carbohydrates were consumed to address the low bg. The customer stated that the low bg was caused by extensive physical exercise and was unrelated to the pump performance. The customer had received multiple cartridge alarm 19s while loading multiple cartridges. The customer was to use insulin injections to manage diabetes.